Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information received from the patient reported that they experienced shocked from their implantable neurostimulator (ins) which started 5 days prior to report. Specifically, the patient stated that they were getting shocked "really bad," their foot bends down all the way down, their legs go out of control, their back contorted, and their goes back. It was further reported that they were in extreme pain (such pain), felt like they could barely walk, their legs were cramping, had "no control" and had bad headaches/migraines with neck pain which hurt "so bad." The change in stimulation was not related to positional movement and the patient indicated that they were not doing anything and would just be laying or sitting. However, the patient noted that they had to lie on their side and could not lay on their back. There were no reported falls or trauma associated with the issue. The patient indicated that they had not had any medical tests or emi exposure related to the issue. Using the programmer, the stimulation was determined to be on and they were on group a and had program 1 at 4.3 volts and program 2 at 4.3 volts. The patient spoke to the manufacturer's representative and they had not heard of this and was told that if they were in a lot of pain they could turn the stimulation on and have the programmer next to them so they could turn it off if getting shocked. The patient spoke to their doctor the day prior to report and was told to turn the device off until the representative could meet with them at an appointment scheduled for (B)(6) 2015. The indication for use for the implanted device was noted as non-malignant pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that she was still experiencing shocking. They did a MRI in (B)(6) and told her the leads looked fine. The physician assistant told the patient the week prior to the report that her back was swollen. The patient had her stimulation adjusted on (B)(6) 2016. Two days later, it was doing it again. The manufacturer representative worked on it for over an hour and a half and it kept on jolting her. They said that it can be due to movement and the lead closer to the nerve. The patient stated that when it does that, it makes her scream, and the manufacturer representative couldn't get it to stop. The patient jolts and she gets shocked. It jumps really high on her. The manufacturer representative adjusted it once or twice a month and it happens if anything in between positions. If the patient leans back a little bit or forward, it hurts her. She has tried all different programs and she has tried turning it to where she doesn't feel anything. It was on that setting for a month with a high density program. During therapy when she is not supposed to feel the stimulation, it was going up real high and she could still feel it when she was not supposed to.

Event description:
Additional information received from the consumer reported the manufacturer's representative (rep) tried many times to adjust stimulation to resolve the jolting and pain but it hadn't worked. According to the consumer the "machine had never been under control" and they had been "getting shocked and jolted from the beginning with no success." The consumer had surgery scheduled on (B)(6) 2016 to have the whole device removed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported "they" don't understand why the patient was getting shocked. The setting was switched (from the patient controlling it by the stimulation) to the setting that the patient doesn't feel the vibration. Now, the patient is having a lot of spasms whereas the patient had "normal" amounts of spasms with the other setting. A follow-up report will be sent should additional information be received.